Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis. During the procedure, a type ii endoleak was observed, but it was managed with watchful waiting. On an unknown date in (B)(6) 2025, enlargement of the aneurysm due to the type ii endoleak was confirmed. On (B)(6) 2025, the patient underwent reintervention. The previously implanted stent grafts were removed, and the patient's aorta was replaced with a y-shaped synthetic graft. Physician's statement: "although the patient was young and anatomically not considered suitable for evar (endovascular aneurysm repair), the initial evar was performed at the patient¿s strong request. From the beginning, we had explained that if aneurysm expansion was observed, a y-graft replacement would be performed."